Event description:
Medtronic (covidien) received information from literature review that one patient died 13-months post pipeline embolization device procedure. The patient presented with syncope and vertigo caused by mass effect from a 15-mm sidewall blowout basilar trunk aneurysm. This was initially treated with 2 peds and coils (at physician discretion) but continued to fill at 18 months, despite cessation of symptoms and clopidogrel being stopped prematurely at 6 months without issue. A third ped was inserted at 20 months, but the aneurysm continued to fill at 27 months on dsa. At 33 months (13 months after the last ped insertion), clopidogrel was stopped for an inguinal hernia repair in a distant peripheral hospital, resulting in ped construct thrombosis (perioperative heparin was advised), with symptoms arising 1 day after surgery, progressing to left-sided weakness, obtundation, and magnetic resonance imaging evidence of multiple posterior circulation infarcts. The patient was intubated and flown to the author's institution, but emergency neurothrombectomy was unsuccessful and the patient died. This article reports the imaging results of unruptured aneurysms treated electively with the pipeline embolization device for up to 56 months and clinical results for up to 61 months. The authors analyzed one hundred nineteen aneurysms in 98 patients from 3 centers admitted between (B)(6) 2009 and (B)(6) 2011 were followed at 6-month, 1-year, and 2-year postprocedural timeframes.citation: chiu ah, cheung ak, wenderoth jd, et al. Long-term follow-up results following elective treatment of unruptured intracranial aneurysms with the pipeline embolization device. Ajnr am j neuroradiol. 2015 may 21.

Manufacturer narrative:
Off-label use: per pipeline embolization device instruction for use: ped is contraindicated in patients in whom dual antiplatelet therapy (aspirin and clopidogrel) is contraindicated. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. For serious injuries reported in this study refer to MDR MFR# 2029214-2015-00721 (B)(4).